Manufacturer narrative:
Other applicable components are: product ID 977a260, (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead, product ID: 977a260, (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6)2017 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type lead analysis of the lead (sn: (B)(4)) found no anomaly. Analysis of the lead (sn: (B)(4)) found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for complex regional pain syndrome type 2 and spinal pain. It was reported that an x-ray was used to verify that the patient¿s leads had migrated. The current percutaneous leads were to be removed and replaced with a paddle lead on (B)(6)2017. No symptoms were reported. No further complications were reported.